Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of b30 scope communication error was inundation to charge coupler device (ccd). The cause of the inundation to ccd could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received regarding the event date (identified in b3) and procedure. The phenomenon occurred during urinary tract treatment procedure (turis). There was no delay in the procedure. It is unknown if the patient was under general anesthesia or under any form of sedation. The procedure was completed successfully with a similar device.

Event description:
The customer reported to olympus, the camera head displayed b30 scope communication error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned, and an inspection confirmed the reported allegation. Additionally the control unit and video connector had appearance defects. The device also exhibited air/water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.